Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was coming back from an endoscopy procedure for a gastrointestinal bleed. During the esophagogastroduodenoscopy (egd), a few non-bleeding angiectasias were identified in the stomach, and 2 non-bleeding angiectasias were identified in the duodenum. The patient was treated with 3 units of packed red blood cells (prbcs), argon plasma coagulation (apc), 40 mg of pantoprazole every 12 hours, and discontinued aspirin with a reduced international normalized ratio (inr) goal of 1.5-2.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected section h6: health effect - impact code corrected manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.